Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the customer encountered multiple faults on the universal surgical manipulator (usm1). The technical support engineer reviewed the system logs and confirmed an error 319. The customer power cycled the system with an emergency power off (epo), but the error remained. The customer noted that the port clutch was no longer moving the usmand the next robotic procedure needed all four usms. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) due to error 319. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and upon visual inspection, damage was found with rolling loop fiber that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where check all boards present test was found to be failing on the rolling loop for power reading at lower than expected on axes controller spar (acs). Once testing was completed, the rolling loop was tested and was verified as the source of the fault. The complaint was confirmed based on the failure analysis. The root cause is attributed to a damaged rolling loop fiber, causing communication issues with the usm1, acs. This issue can be resolved by replacing the unit.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the first surgery of the day was completed without any issues. While preparing the system for the second procedure, a problem was identified. To proceed safely, the team moved the affected arm out of the robotic field and successfully conducted the second surgery using only three arms. During procedure (B)(6), an err 319 with (B)(4) was observed, prompting staff to continue with only three arms. Two additional procedures were completed using three arms before the affected arm was replaced on (B)(6) 2025. The (B)(6) 2025, procedure revealed a red top-led on the usm (instr.- clutch- btn), though all other leds were normal and the issue did not impact procedural performance. Another procedure was successfully completed on (B)(6) 2025, after which the usm1 was replaced and a full system verification, including the port clutch button, was performed. On 10/17/2025, a report was received that the port clutch button was nonfunctional after procedure, with no issues noted during that procedure. No further procedures have been performed since this report.

Event description:
Refer to h11 for follow-up information.